Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire, and a second proglide was attempted but also resulted in a needle-to-cuff miss. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been rec'd. Device #2 perclose proglide, part# 12673-03, lot# unk. This device is indicated and is being filed under a separate medwatch MFR number.